Manufacturer narrative:
(B)(4). Device evaluation of smarttouch catheters (d132705, 17345050m). The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and pass. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. (B)(4). It was reported that during an afib case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice. Caller reported that the medical intervention provided was a pericardiocentesis and 500cc of fluid were removed. The patient was reported to be in stable condition. Caller also reported that before the injury, noise from the distal electrodes was being displayed on the carto 3 system and the recording system. The cable was replaced with no resolution. The smarttouch catheter (1734812m) was replaced and the issue resolved. Replacement catheter requested. It was also reported that no image was displayed by the acunav catheter. The returned device was visually inspected upon receipt and it was found in normal conditions. An irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and failed during electrical and generator test. Electrical readings were not observed on electrode #1 and impedance was not displayed during generator test. Further examination revealed that the there was no electrical continuity to electrode #1 (dome) causing the improper signal condition. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed; however failed visualization due to the electrode failure. The force feature was not possible to be evaluated due to the electrical damage on electrode #1. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter noise reported by the customer was confirmed; however is not related to the tamponade experience during the procedure.the root cause cannot be determined. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received two devices for evaluation on 01/15/2016 and 01/22/2016, separately. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(4) 2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Full UDI number (B)(4). Other company¿s devices were used during this study: agilis sheath. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter. During the second trans-septal puncture (first attempt unsuccessful), the patient became hypotensive. Cardiac tamponade was confirmed by ultrasound and pericardiocentesis (500 cc withdrawal) and surgical intervention was performed. The patient was required extended hospitalization and fully recovered. The physician assessed that this event was procedure-related. It was also reported there was ECG noise on the distal electrodes being displayed on the carto 3 and the recording system. Cable was replaced without resolution. The issue was resolved by changing smarttouch catheter. There was no image displayed by the acunav catheter. Cables were replaced without resolution. The issue was resolved by changing catheter.